Manufacturer narrative:
Due to character limit in the e1 section event site adress, the full event site address is (B)(6). Due to character limit the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had an issue of battery could not be charged, that was identified before use. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer resolved the issue by unplugging and plugging in the module. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.